Manufacturer narrative:
The reported events were failure to capture and lead damage. A complete lead was returned in one piece with the helix stretched, bent, and clogged with blood/tissue. The reported event of the lead damage was confirmed. X-ray examination of the lead found the inner coil was over-torqued in the connector region and the helix was stretched and bent consistent with procedural damage. The cause of the reported event of the lead damage is consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing was normal with no anomalies found.

Event description:
It was reported, that the patient presented for an implant procedure. During the procedure, it was noted, that the right ventricular (rv) lead failed to capture. And was damaged. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.